Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4, h4. Corrected: d4 (primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025, the patient underwent a tka for knee oa. When opening the vacu-mix plus, there was a piece of vinyl was under the spatula. A spare cement was used for the procedure. The surgery was completed successfully within 30 minutes delay. No further information is available. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Additionally, an investigation was provided by the manufacturing site. Visual analysis of the returned sample revealed that the package was already opened additionally a plastic/vinyl was found inside the packaging. No other defects that could have contribute to the reported event were found. Based on the manufacturing investigation, the vinyl was identified as packaging component and posed no risk to the product. Therefore, no further actions are required. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the vmp endurance 80g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3172080 / 4191496] and there was 1 non-conformance associated with this lot; however, this is not related to the failure mode of the complaint. However, a (B)(4) has been created to address the reported issue. Device history review: a manufacturing record evaluation was performed for the finished device [3172080 / 4191496] and there was 1 non-conformance associated with this lot; however, this is not related to the failure mode of the complaint. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tka for knee oa. When opening the vacu-mix plus, there was a piece of vinyl was under the spatula. A spare cement was used for the procedure. The surgery was completed successfully within 30 minutes delay.

Manufacturer narrative:
Product complaint # :(B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025, the patient underwent a tka for knee oa. When opening the vacu-mix plus, there was a piece of vinyl was under the spatula. A spare cement was used for the procedure. The surgery was completed successfully within 30 minutes delay. No further information is available. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4) (B)(6). Additionally a manufacturing investigation was provided. The photo investigation revealed that the package was already opened additionally a plastic/vinyl was found inside the packaging. No other defects that could have contribute to the reported event were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the vmp endurance 80g would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3172080 / 4191496] and there was 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint. However, a nr-0237605 has been created to address the reported issue. Device history review: a manufacturing record evaluation was performed for the finished device [3172080 / 4191496] and there was 1 non-conformance associated with this lot, however, this is not related to the failure mode of the complaint. However, a nr-0237605 has been created to address the reported issue. Corrected: d2a, d2b.